Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported "pcid2758 may indicate that some corrupt files having been blocking the upload of data resulting in consultant not being able to recall saved images and has led to a patient having to be called back for an additional scoping / repeat procedure". An additional / prolonged hospitalization was required. No negative impact in state of health reported.